Manufacturer narrative:
(B)(4) date sent: 2/20/2026 d4 batch #: c9d903 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary the product was returned for evaluation. The handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch c9d903, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device could not connected to the adaptor. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.